Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os). The lens unfolded properly but the surgeon did not like the way the lens looked, the lens appeared to be upside-down. The lens was removed, reloaded and inserted again, the lens looked fine. This was all performed within the same surgery and there was no patient injury. The patient returned the next day for post-op exam and the surgeon noted the lens appeared to be upside-down. The lens was explanted through the original incision and another same model lens but different diopter (-14.0) was implanted with no problem. A suture was required to close the incision. At the two week post-op exam, the patient's ucva was 20/40 and the patient is doing very well. The reporter stated the patient had keratoconus and pre-op bcva was 20/200.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (-15 d) was explanted/exchanged for a different diopter icl (-14d) on the first post-op day to address procedure related factor (upside-down implantation). The surgeon noted that the lens appeared upside -down during the implantation and reloaded the lens. Dfu instructs physicians :"7. The visian icl should be carefully examined in the operating room prior to implantation." No reported postoperative sequelae and no reported loss of bcva. (The most current ucva 20/40). At the time of the surgery the patient was (B)(6) and had keratoconus (cone-shaped cornea caused by genetic, environment or endocrine system factors). Visian icl is indicated for implantation in adults 21-45 years of age, therefore there is no sufficient data to support implantation in young patients. Given all this information, including that different diopter was implanted as a replacement, it is very likely that user error (miscalculation and/or intraoperative misplacement) was the most likely cause. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event was user error (miscalculation and/or intraoperative misplacement). (B)(4).

Manufacturer narrative:
(B)(6). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of surgical residue in the liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).